Manufacturer narrative:
The standard uptake value-calculation should include the calibration factor/decay correction. Calibration factor is calculated as t/t. T is the time difference between the start of the scan and the time the pt activity was measured. Measured in seconds. T is the radioactive half-life of the isotope used in the study. Action being taken by emageon: there will either be a servicing activity or a software patch issued to resolve this issue.

Event description:
There is an anomaly in the logic used to calculate standard uptake valve. This value is being calculated incorrectly. After evaluation, it was discovered that the calculation did not include the required calibration factor/decay correction factor. This calculation exists both in the software and is published in the evms user guide.